Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test and sensor passed with accurate readings. Sensor was received with cannula split from tubing.

Event description:
The customer reported via phone call that he was receiving false low glucose alerts. Blood glucose was 184 mg/dl. She also reported that she received calibration errors. Customer was advised about the proper insertion and calibration process. The sensor was replaced and returned for analysis.